Event description:
User experienced six pt samples with discrepant thyroid results when compared to repeat results from different analyzers. Exact date of testing was not provided. Sample 1, initial t4 gave 24 nmol/l; repeated twice giving 10.68 and 10.70 nmol/l. Initial tsh gave 0.66 uiu/ml; repeat gave 2.35 uiu/ml. No info provided to determine if pts were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced six pt samples with discrepant thyroid results when compared to repeat results from different analyzers. Exact date of testing was not provided. Sample 6, initial t3 gave 357 ng/dl; repeat gave 120 ng/dl. Initial t4 gave 17.28 nmol/l; repeated twice giving 7.23 and 8.70 nmol/l. Initial free t3 gave 5.62 pmol/l; repeat gave 3.22 pmol/l. Initial free t4 gave 4.28 pmol/l; repeat gave 1.06 pmol/l. No info provided to determine if pts were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced six pt samples with discrepant thyroid results when compared to repeat results from different analyzers. Exact date of testing was not provided. Sample 5, initial t3 gave 330 ng/dl; repeat gave 178 ng/dl. Initial t4 gave 19.8 ng/dl; repeated twice giving 10.37 and 7.80 nmol/l. Initial free t4 gave 4.28 pmol/l; repeat gave 1.43 pmol/l. No info provided to determine if pts were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced six pt samples with discrepant thyroid results when compared to repeat results from different analyzers. Exact date of testing was not provided. Sample 2, initial t3 gave 196 mg/dl; repeat gave 110 ng/dl. Initial t4 gave 23.35 nmol/l; repeat gave 7.56 nmol/l. Initial tsh gave 1.14 uiu/ml; repeat gave 4.15 uiu/ml. No info provided to determine if pts were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced six pt samples with discrepant thyroid results when compared to repeat results from different analyzers. Exact date of testing was not provided. Sample 3, initial t3 gave 316 ng/dl; repeat gave 145 ng/dl. Initial t4 gave 14.93 nmol/l; repeated twice giving 8.57 and 8.10 nmol/l. Initial tsh gave 1.02 uiu/ml; repeat gave 2.30 uiu/ml. No info provided to determine if pts were adversely affected. If additional info is received, appropriate notification will be provided.

Event description:
User experienced six pt samples with discrepant thyroid results when compared to repeat results from different analyzers. Exact date of testing was not provided. Sample 4, initial t3 gave 194.6 ng/dl; repeat gave 106 ng/dl. Initial t4 gave 16.24 nmol/l; repeated twice gave 8.39 and 9.70 nmol/l. No info provided to determine if pts were adversely affected. If additional info is received, appropriate notification will be provided.